Manufacturer narrative:
The reported complaint of a leak could not be confirmed from the photos provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review (DHR) review. D9 - device available for evaluation: no.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap where the customer reported that there was leaking on the trees of the device during clinical use on a patient. There was an exposure for the healthcare professional and for the patient; the medication was not specified. There was a delay in therapy, the time to change the device. The therapy was completed with a new device. The patient¿s condition before, during and after the incident was stable. There was no adverse outcome as a consequence of this event.